Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking and preparation, it was noticed that the pull wire of the handle broke. Reportedly, there was no other visible damage noted on the device. The procedure was completed with a second jagtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the handle was broken; however, the pull wire was not broken. The complaint was not consistent with the reported event of broken pull wire. Based on the obtained results the review and analysis of all available information fails to indicate that the investigation findings do not lead to a clear conclusion about the cause of the reported event. All compiled information on this investigation determines that the most probable cause is cause not established. An investigation was opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking and preparation, it was noticed that the pull wire of the handle broke. Reportedly, there was no other visible damage noted on the device. The procedure was completed with a second jagtome rx 44. There were no patient complications reported as a result of this event.